Event description:
It was reported by the customer that a pyxis medstation es system had a device on critical override. The customer indicated that they are unable to add a patient at the station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station is on critical override. A technical support specialist was unable to replicate the problem. The system was functional as intended.